Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed by failure analysis. A review of the logs was done and no errors were found. The instrument was tested on an in-house system 3 of 3 times. The instrument passed the recognition, engagement, cut, seal, and intuitive motion test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No debris was found on the jaws, and no damaged or loose grip cable was found in the proximal end. No product issues were detected during the evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the vessel sealer extend (vse) instrument became stuck on the ileocolic vein after completing a seal on the vessel. The customer reported the vse instrument would not release from the tissue; it is unknown what troubleshooting steps (if any) were taken to attempt release the instrument from the vessel. However, the surgeon explained that he had to cut around the jaws of instrument in order to remove the instrument from the patient. It was reported there was no bleeding, and no other surgical interventions were performed. The instrument was swapped out with another vse instrument. The procedure was completed as planned.

Manufacturer narrative:
The vessel sealer extend instrument used during this event was not received for failure analysis investigations. No field service action was required. The vessel sealer logs for this procedure were reviewed. The logs show the first instrument vessel sealer extend (vse) instrument was installed 1 time and passed homing 1 time. A total of 20 cut complete events were noted. The e-100 generator logs show a total of 6 coag events with no errors and a total of 26 seal events with a total of 1 high initial starting impedance error. The logs show the second instrument vse instrument was installed 2 times and passed homing 2 times. A total of 104 cut complete events were noted. The e-100 generator logs show a total of 21 coag events with no errors and a total of 122 seal events with a total of 6 high initial starting impedance errors.